Manufacturer narrative:
Investigation summary: three photos and one loose lever lock sample were received and visually evaluated. The photos depict a loose lever lock body next to a bagged injection tubing apparently filled with blood. The lever lock sample was visually inspected. It was confirmed to be from mold/cavity x-86. No molding defects were found in any parts of the sample returned. Lot number is unknown; therefore DHR could not be performed. No visual defects were observed in the lever lock body.the lever lock sample was tested for leakage. No leakage was found at any point within the body of the sample. The reported defect was not identified in the samples received.

Event description:
It was reported that the bd¿ interlink® lever lock cannula leaked blood after injection.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ interlink® lever lock cannula leaked blood after injection.